Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that when the unit was opened, the two plastic casings seemed to be melted together. It was reported that the account had use a new component.